Event description:
It was reported the patient presented in the intensive care unit (ICU). Upon interrogation, it was noted the implantable cardioverter defibrillator (ICD) was in backup mode with the backup defibrillation option (bdfo) disabled. The implantable cardioverter defibrillator was successfully restored. There was no injury to the patient.